Event description:
It was reported that the patient stated that after he fell out of a vehicle or climbing, he felt a sensation and the artificial urinary sphincter (aus) stopped performing as expected. Therefore, the patient experienced recurring incontinence. The patient underwent a replacement surgery and a hole in the cuff was observed. All components were removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter underwent a thorough analysis. The cuff was visually and microscopically examined, and leak tested. Analysis indicated a large tear in the cuff shell due to fatigue. Based on the information available and analysis results, the tear identified in the cuff could confirmed the reported clinical observation of hole in the cuff.

Event description:
It was reported that the patient stated that after he fell out of a vehicle or climbing, he felt a sensation and the artificial urinary sphincter (aus) stopped performing as expected. Therefore, the patient experienced recurring incontinence. The patient underwent a replacement surgery and a hole in the cuff was observed. All components were removed and replaced. There were no patient complications.